Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("am allergic to nickel"), pain ("it hurts to walk") and swelling ("I was very swollen with it"). The patient was treated with surgery (removal of her essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, pain and swelling outcome was unknown. The reporter considered allergy to metals, pain, pelvic pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded concerning the injuries reported in this case, the following one/ones were confirmed in social media report: allergy to metals, pain, swelling. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media report received- new events - am allergic to nickel, it hurts to walk, I was very swollen with it were added. New reporters were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching, fever and hypertension (received hiclorizide from 2012-2014). Concomitant products included alprazolam, medroxyprogesterone acetate (depo-provera), methyldopa and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("it hurts to walk"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and dysuria ("dysuria"). In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). In (B)(6) 2013, the patient experienced the first episode of allergy to metals ("am allergic to nickel"), the second episode of allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"), 5 months 11 days after insertion of essure. On an unknown date, the patient experienced swelling ("I was very swollen with it"), back pain ("lower back pain") and abdominal pain ("abdominal area"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (removal of her essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain was resolving and the swelling, female sexual dysfunction, depression, rash, migraine, headache, the last episode of allergy to metals, dysmenorrhoea, dyspareunia, alopecia, dysuria and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, headache, menorrhagia, migraine, pain, pelvic pain, rash, swelling, vaginal haemorrhage, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in social media report: allergy to metals, pain, swelling. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received. Events added: psychological or psychiatric problems condition: mental anguish/anxiety and abdominal area. Event onset date were added. Treatment and concomitant medications were added. Event severity added for: lower back pain and abdominal area. Event outcome added for lower back pain, abdominal area, abnormal bleeding (vaginal) and abnormal bleeding menorrhagia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching and fever. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pain ("it hurts to walk"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced the first episode of allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia"). On (B)(6) 2013, 5 months 11 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of allergy to metals ("am allergic to nickel"), swelling ("I was very swollen with it") and dysuria ("dysuria"). The patient was treated with surgery (removal of her essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the last episode of allergy to metals, pain, swelling, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, headache, dysmenorrhoea, dyspareunia, alopecia and dysuria outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, headache, menorrhagia, migraine, pain, pelvic pain, rash, swelling, vaginal haemorrhage, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in social media report: allergy to metals, pain, swelling. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia) , apareunia, psychological or psychiatric problems condition: depression , rashes or skin conditions type: rashes , dysuria , migraines / headaches , nickel allergy , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pain ,hair loss were added.outcome of event pelvic pain from unknown to recovering/resolving was updated.new reporter was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching, fever and hypertension (received hiclorizide from 2012-2014). Concomitant products included alprazolam, medroxyprogesterone acetate (depo-provera), methyldopa and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("it hurts to walk"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and dysuria ("dysuria"). In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). In october 2013, the patient experienced the first episode of allergy to metals ("am allergic to nickel"), the second episode of allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"), 5 months 11 days after insertion of essure. On an unknown date, the patient experienced swelling ("I was very swollen with it"), back pain ("lower back pain") and abdominal pain ("abdominal area"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (removal of her essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the pain, vaginal haemorrhage, menorrhagia, rash and back pain had resolved and the swelling, female sexual dysfunction, depression, migraine, headache, the last episode of allergy to metals, dysmenorrhoea, dyspareunia, alopecia, dysuria and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, headache, menorrhagia, migraine, pain, pelvic pain, rash, swelling, vaginal haemorrhage, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in social media report: allergy to metals, pain, swelling. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching, fever and hypertension (received hiclorizide from 2012-2014). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pain ("it hurts to walk"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and dysuria ("dysuria"). In october 2013, the patient experienced the first episode of allergy to metals ("am allergic to nickel"), the second episode of allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia"). On (B)(6) 2013, 5 months 11 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("I was very swollen with it") and back pain ("lower back pain"). The patient was treated with surgery (removal of her essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and pain was resolving and the swelling, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, headache, the last episode of allergy to metals, dysmenorrhoea, dyspareunia, alopecia, dysuria and back pain outcome was unknown. The reporter considered alopecia, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, headache, menorrhagia, migraine, pain, pelvic pain, rash, swelling, vaginal haemorrhage, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded concerning the injuries reported in this case, the following ones were confirmed in social media report: allergy to metals, pain, swelling. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : event lower back pain added. Events pain outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included itching, fever and hypertension (received hiclorizide from 2012-2014). Concomitant products included alprazolam, medroxyprogesterone acetate (depo-provera), methyldopa and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("it hurts to walk"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and dysuria ("dysuria"). In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). In (B)(6) 2013, the patient experienced the first episode of allergy to metals ("am allergic to nickel"), the second episode of allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"), 5 months 11 days after insertion of essure. On an unknown date, the patient experienced swelling ("I was very swollen with it"), back pain ("lower back pain") and abdominal pain ("abdominal area"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (removal of her essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the pain, vaginal haemorrhage, menorrhagia, rash and back pain had resolved and the swelling, female sexual dysfunction, depression, migraine, headache, the last episode of allergy to metals, dysmenorrhoea, dyspareunia, alopecia, dysuria and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, headache, menorrhagia, migraine, pain, pelvic pain, rash, swelling, vaginal haemorrhage, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in social media report: allergy to metals, pain, swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for events pelvic pain, abdominal pain, allergy to nickel, pain upon movement, rash, vaginal hemorrhage, menorrhagia and back pain were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of her essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.